Event description:
Two lesions were treated 16 months ago. Patient suffering from silent ischemia at time of procedure. The first lesion was located in the obtuse marginal. One endeavor stent was implanted (2.50x18m stent) (ref MDR#2953200-2008-00258). The 2nd lesion was located in the mid left anterior descending. One endeavor stent was implanted (2.50x18mm stent). The patient was admitted to another hospital suffering from an acute non-stemi 14 months post implant. Location of the infarction was anterior. The culprit lesion is a restenosis of a lesion previously stented. Investigator indicated that the event was related to the device. Patient was receiving asa and clopidogrel/ticlopidine 24 hours before the event. Target lesion mid left anterior descending revascularized following mi. Ptca and stenting. Please note that this model number en25018x is not distributed in the us.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Other (lack of info).